Event description:
It was reported that the patient underwent right ventricular assist device (rvad) implant on (B)(6) 2025.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's heart failure was pre-existing. A device related issue did not cause or contribute to the right heart failure. The patient presented with several low flow alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: there were no device related issues with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), reported or identified through this evaluation. It was determined that the reported information did not meet the requirements of a complaint; however, this record will remain a complaint as a medical device report (MDR) has already been submitted prior to this additional information being provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU was currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Although no device-related issues were reported, section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.